Event description:
It was reported that; 2 vitallium rods broke. Patient required a revision surgery.

Manufacturer narrative:
Method: risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. Device inspection, device history review, complaint history, could not be performed because the device was not returned. Conclusion: no further investigation for this event is possible at this time as no device was received by stryker.

Event description:
It was reported that; 2 vitallium rods broke. Patient required a revision surgery.